Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma and capsular contracture, baker grade IV

Event description:
Patient reported left side rupture. Later patient reported grade 4 capsular contracture, double implant capsule, seroma, pain, swelling, redness, fever, breast deformity. Device explanted.

Event description:
Patient reported left side rupture. Later patient reported grade 4 capsular contracture, double implant capsule, seroma, pain, swelling, redness, fever, breast deformity. Device explanted.

Event description:
Patient reported left side rupture. Later patient reported grade 4 capsular contracture, double implant capsule, seroma, pain, swelling, redness, fever, breast deformity. Device explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ rupture: not observed. ¿ seroma: unable to observe. ¿ pain: unable to observe. ¿ fever: unable to observe. ¿ edema: unable to observe. ¿ deformation: observed deformation device. ¿ capsular contracture: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a2, a4, b3, h6.